Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Complaint sample was returned and evaluated against the reported event. Upon visual inspection the taper adaptor removal shaft had fractured and the hex shows damage from use. The removal body shows damage around the threaded area. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured when disassembling mating prosthesis. Attempt for further information has been made, but no further information has been provided.